Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt being near a magnetic field. Additional info has been requested, but was not available as of the date of this report.